Event description:
It was further reported that the cause of the stall was not known at the time of the event. The patient also experienced baclofen withdrawal.

Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the pump had a motor stall a few days prior to this report date. The patient was hospitalized for symptoms of rhabdomyolysis and pump replacement. The patient was experiencing underdose symptoms, increased spasticity and had less than 50% therapy relief. The pump was delivering gablofen at 850mcg/day. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a gear train anomaly. Corrosion and/or wear and/or lubrication were seen. A stall was also noted due to shaft-bearing. Significant residue was seen in the pinion and on the upper shaft of gear 2. Shaft wear was also noticed on the upper shaft of gear 2. And also found some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly. There were multiple motor stalls and recoveries seen in the logs. Analysis of the catheter revealed that the sc connector silicone boot was pulled behind the titanium housing when received. It is assumed that the catheter was not in this condition before attaching it to the catheter access port, but much more likely done at explant. Also, indentation cuts or tears were seen in the sealing surface of the sc cup connector. There was no leak seen during testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.